Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of more than 600 mg/dl. The customer treated high blood glucose with the manual injection and declined troubleshooting for it. The customer also stated that, the insulin pump had insulin pump error. The customer successfully clear the alarm and not able to complete rewind. The insulin pump will be returned for analysis.